Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the batteries were only lasting 5-6 days. The reporter indicated that the battery compartment was noted to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were low battery alarms observed in the black box due to normal battery wear. No evidence of short battery life observed in the pump histories. The battery compartment is cracked. The pump electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.